Event description:
(B)(6). My pt was able to buy illegal contact lenses from this website without a prescription, fitting, or any training. She ordered bronze colored lenses and then could not remove them from her eyes and had to come for an emergency visit. She had abrasions on her eye from the removal attempt.